Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose and blank display. The customer¿s current blood glucose level was 600 mg/dl at time of incident. The customer was treated with pump. The customer stated that the pump will blank out and come back on blank display. Troubleshoot was performed. The customer stated that they changed the battery and the display did returned. The self test was performed and passed. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional. The customer was advised that the pump needs to be replaced. The insulin pump will not be returned for analysis.